Event description:
On 17 may 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor and the user relinked their sensor on (B)(6) 2025 10:40:51 am. Based on additional monitoring, the system has stabilized. Review on dms, user is using the system and has information up to date. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Manufacturer narrative:
B4.date of this report 14 august 2025. G3.date received by the manufacturer? 14 august 2025. H6. Investigation findings updated to 3224.